Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.5/3.0/101 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault was observed, lens remains implanted. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.